Event description:
Note: this report pertains to the second of two reported malfunctions which occurred during the event. Refer to MFR report #3005099803-2008-3491 for details regarding the second device. It was reported to boston scientific corporation in 2006 that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure with dilation the same day (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon was inflated to 12mm, 13.5mm and 15mm. The balloon broke at 15mm. The device was replaced with another c.r.e. Balloon dilatation catheter.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.